Event description:
Additional information was received indicating the patient was brought in for further evaluation and defibrillation threshold (dft) tests. A 1.1 joule shock was delivered and a message was displayed indicating an open circuit was detected. It was reported the patient has never received therapy from the system and elected to have it removed. The device was successfully explanted and the lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shocking lead impedance which was detected via the patient remote monitoring system. Additional information indicated that the field representative could not provide any further information at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.